Manufacturer narrative:
Country of origin: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there were out of range impedances, including a short circuit between contacts 9/11. The rep/physician were advised to avoid pair 9/11 in programming. No symptoms were reported as a result of the event.

Manufacturer narrative:
Patient, device, method, result, and conclusion codes previously reported no longer apply because there was no device issue, thus the event is not reportable. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that there was no patient involved, and thus no real low impedances measured because the low impedances seen were in the tablet demo mode. This event is no longer a reportable event. MDR decision updated to not reportable. No additional supplemental mdrs are required unless additional information received makes the event reportable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information specified the issue was not linked to patient safety.